Event description:
Information received indicates the knee function will run up a few inches and run back down unintentionally.

Manufacturer narrative:
The facility replaced the connector board to repair the bed.